Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was explanted and replaced due to alleged pain on the implant site by the patient. There was no alleged malfunction on the device itself. The patient was in stable condition throughout the event.